Event description:
It was reported that during a da vinci s surgical procedure, the site experienced system error code 23008. With the assistance of an isi technical support engineer, the site turned off the system and back drove the affected master tool manipulator two times, however, upon restarting the system, the fault recurred. The surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering found that system error code 23008 experienced by the site was associated with the right master tool manipulator (mtmr). The master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The system was repaired by replacing the affected mtmr. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 23008 appears when the da vinci s safety systems determines that the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining this condition, the safety systems put da vinci in a nonrecoverable safe state. The mtmr was returned to isi for failure analysis investigation. Engineering evaluation found the axis 4 motor and encoder were defective and likely generating the system error code experienced by the customer. As of (B)(4) 2010 there have been no reported recurrences of the issue at this hospital.